Manufacturer narrative:
The manufacturer received information alleging the display had turned red and the trilogy evo device had stopped. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed when the manufacturer's service technician powered up the device. The manufacturer's service technician evaluated and observed the machine flow drift high error in the device¿s event log. The manufacturer's service technician replaced the device's machine flow sensor to address the issue. Additional findings not related to the malfunction/issue was a smell coming from the device. The manufacturer's service technician evaluated and found the smell was coming from the cooling fan and low flow o2 for this device. The manufacturer's service technician replaced the cooling fan, low flow o2, and tubing to address this issue. After all parts were replaced on the device, the manufacturer's service technician performed the final test and run-in tests, along with the battery and valve checks. The manufacturer's service technician confirmed the device was operational and it was cleaned.

Event description:
The manufacturer received information alleging the display had turned red and the trilogy evo device had stopped. The device was replaced with another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.